Manufacturer narrative:
Additional information: confirmed type ia and iiib endoleak occurred in the bifurcate only. Conclusions: the reported endoleaks were confirmed; however, the exact cause could not be determined from the post-implant films provided. The anatomy at implant is unknown, and images during implant <(>&<)> earlier post-implant CT¿s were not provided for comparison. It appears most likely that disease progression (neck and vessel dilatation) may have been the primary contributor to both the proximal type ia and possible distal type ib coming from the left iliac, which then led to the reported aaa size increase. The current severely angulated neck may have also been a factor. Migration of the bifurcate could not be confirmed; the films showed the bifurcate positioned ~5mm below the lowest renal artery and the original implanted position of the bifurcate is unknown. A type iiib endoleak cannot be ruled out; however, no clear stent graft integrity issues were seen along the length of the left limb which may have led to the potential of a type iiib endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate was implanted in the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a CT performed about five years and six months later identified a type ia endoleak as well as a possible ib endoleak. It was noted that the endurant stent graft had also migrated and the aneurysm sac had grown significantly since initial implant. Intervention was performed 4 days later. A non mdt extension cuff was implanted to correct the type ia endoleak. Upon further selective angiogram it was thought that it wasn't a type ib from the left limb but was a type iiib instead. This left side was relined with a etlw1620c124ee limb and was implanted just distally to the existing limb and above the left internal iliac bifurcation gaining about 5-10mm extra length. The endoleak was said to have resolved after this. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.